Manufacturer narrative:
The device (lot# mk786839) was returned to the manufacturer for evaluation. A visual inspection on the returned device was performed and found biomaterial on the grasping section at the distal end and charred stains on the probe. The ptfe pad (teflon pad) was heavily worn, melted in the proximal section and exposing metal but no missing fragments. In addition, the probe and grasping section were misaligned when closed. The wiper movement, the consistency of movement of the handle and jaw, the handle load, the rotation of the knob torque were normal. The device was then attached to the test generators, usg-400/esg-400 and a probe check was performed; the device passed the probe check and both switches were functional. Based on the evaluation findings and similar reported complaints, the potential cause of the reported "teflon pad was worn, melted in the middle and curled up exposing metal" is attributed to the operator's technique. As a preventive measure, the instruction manual provides the follow statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or dissection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during procedure, the device plastic piece detached from the jaw out of the box. The intended procedure was completed using a similar device. There was no report of patient injury.